Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument was not flexible in the wrist rotation and the instrument wire slipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was cutting the uterine ligament when the issue occurred. The failure was related to an inability to move the instrument at all, being that the instrument was not flexible when turning. A black insulation on the cautery cable was stripped or damaged, and an exposed wire was observed. There was a loss of cautery associated with the broken black cable, and there were signs of thermal damage at the site of breakage, although no arcing was observed during the procedure. Procedure details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery spatula instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.